Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusions: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to cardiac arrhythmia and death.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an aortic dissection. The patient had a prior implantation of a cook alpha device. The treatment was a combined endovascular and open procedure. A gore® tag® thoracic endoprosthesis was advanced and deployed. A vascutek thoraflex device was also advanced and deployed. The branches of the thoraflex device were extended with gore® propaten® vascular grafts to the visceral arteries: sma, and both renals. Immediately following ballooning of the aortic devices, the patient had a cardiac arrest. Defibrillation and chest compressions were performed. The patient was stabilized and taken to recovery. All devices were patent and functioning at the close of the procedure, however the patient's condition was considered dire. On (B)(6) 2018 the patient expired due to disseminated intravascular coagulation.